Event description:
The b braun infusomat space infusion pump is used throughout our system. In the configuration files/settings, which were reviewed prior to deployment approx 1 year ago, there is a default downstream occlusion pressure setting. Our facility chose 5 - the standard default. This can be set by the nurse at a level from 1 (min) to 9 (max). Instead of defaulting to 5, it retains the last setting used. This has been discussed with the company many times and we've been told it "hopefully" will be addressed in a future software release. This is a potentially dangerous situation if the nurse (expecting it to default to 5) actually uses a pump with a setting of 9, which may not be appropriate for the patient. We have increased education regarding this.